Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31540322) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the outer packaging and the device, a 95cm cerebase straight da guide sheath (gs9095sd / 31540322) were inspected and found to be in good condition. Then it was reported that the cerebase device became impeded in the aortic arch and could not be advanced to reach the target position. The physician removed the cerebase from the patient and found that the section near the hub of the device was compressed / flattened. The physician replaced it with a new cerebase to complete the procedure. There was no report of any negative impact on the patient. On 28-apr-2026, additional information was received. The information indicated that the procedure was targeting the posterior communicating segment of the internal carotid artery (ica). Per the information, the tail end of the device was cracking. Continuous flush was maintained during the procedure. Based on the additional information received on 28-apr-2026, the event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿